Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
The manufacturer previously reported to a ventilator returned to the manufacturer for service. There was no harm or injury reported. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped. However, during the evaluation of the device at the manufacturer's service center, the three way and proportioning valves were replaced due to a failed active exhalation control module (aecm) test. The repair was completed, and the device passed all required testing. The device's proportional valve and 3-way solenoid valve were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. The pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid valve. The trilogy evo solenoid valve has been scrapped.